Event description:
Baxter (B)(4) received a report that one (1) infusor two day 2ml/hr device had a ruptured reservoir during filling.'the used drug was unknown. There was no patient injury or medical intervention. There was no patient involvement. The actual sample is available.' No additional information.

Manufacturer narrative:
(B)(4). Additional narrative: no sample, picture or lot number was provided to perform an evaluation. However, this type of failure has been seen previously and potential root causes were identified. A tier ii corrective and preventive action (CAPA), im-CAPA-(B)(4) was opened to investigate the root causes that led to this failure mode.

Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted.